Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and abortion spontaneous ('a miscarriage') in a 34-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2016, recurrent abortion on (B)(6) 2016, multigravida (8), parity 4 (date of live birth: (B)(6) 1995, (B)(6) 1997,(B)(6) 2000 and (B)(6) 2005), chills, cough, arthralgia, hypoglycemia, coronary artery disease, copd, tonsillectomy, anaphylaxis, erythema, pneumonia, transient ischemic attack and myocardial infarction. Concurrent conditions included asthma, sinus disorder, otitis media, asymptomatic bacteriuria, abscess, epigastric pain, chest pain, shortness of breath, gastroparesis, pancreatitis, gerd, airway obstruction nos, mesenteric ischemia, constipation, diaphoresis, obesity, diabetes, hypertension, dysfunctional uterine bleeding, parakeratosis, adenomyosis and uterine leiomyoma. Concomitant products included amoxicillin, cefpodoxime, methylprednisolone and naproxen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal distension ("gi conditions / bloating"), alopecia ("hair loss") and nausea ("nausea"). In 2015, the patient experienced dermatitis allergic ("rash/skin condition / rash") and allergy to metals ("hypersensitivity / nickel allergy"). In 2016, the patient experienced depression ("psych injury / depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In february 2017, the patient experienced bladder prolapse ("bladder problems / bladder had dropped"). In 2017, the patient experienced leukoencephalopathy ("nuero condit/problem / white brain matter disease"), teeth brittle ("dental problems / teeth brittle"), cold sweat ("hormonal changes / cold sweats"), vision blurred ("vision problems / blurred vision"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("bladder infection, uti and vaginal infection / yeast infection"). In (B)(6) 2018, the patient experienced migraine ("headaches / migraines / headaches"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). In (B)(6) 2019, the patient experienced hidradenitis ("hidradenitis suppurativa"). On (B)(6) 2019, the patient experienced cerebrovascular accident ("stroke") and vascular stent thrombosis ("50% blockage in stint"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), seizure ("seizures"), polymenorrhoea ("multiple cycles in one month"), pelvic pain ("pelvic pain/chronic pain / left side pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("itching") and was found to have ovarian cancer ("possibly ovarian cancer"). The patient was treated with isosorbide, ondansetron (zofran), topiramate and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, ovarian cancer, genital haemorrhage, cerebrovascular accident, vascular stent thrombosis, polymenorrhoea, depression, hot flush, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection and pruritus outcome was unknown, the leukoencephalopathy, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, dermatitis allergic, allergy to metals, hidradenitis, bladder prolapse, vaginal discharge, fatigue, abdominal distension, alopecia, teeth brittle, cold sweat, migraine, nausea, vision blurred and weight increased had resolved and the female sexual dysfunction was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder prolapse, cerebrovascular accident, cold sweat, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hidradenitis, hot flush, leukoencephalopathy, migraine, mood swings, nausea, ovarian cancer, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, pruritus, seizure, teeth brittle, vaginal discharge, vaginal haemorrhage, vascular stent thrombosis, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the other pregnancy episode captured under case (B)(4) . There were four coils on the right and two coils on the left seen. (As per mr 3 coils on right side). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2017: impression: mild ileus in the epigastric region without definite bowel obstruction. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pregnancy with contraceptive device, abortion spontaneous, polymenorrhoea, ovarian cancer" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received. Reporters information, rcc and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), abortion spontaneous ('a miscarriage'), pregnancy with contraceptive device ('pregnancy'), ovarian cancer ('possibly ovarian cancer'), genital haemorrhage ('general abnormal bleeding'), leukoencephalopathy ('nuero condit/problem / white brain matter disease'), cerebrovascular accident ('stroke'), seizure ('seizures') and vascular stent thrombosis ('50% blockage in stint') in a 34-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2016, recurrent abortion on (B)(6) 2016, multigravida (8) and parity 4 (date of live birth: (B)(6) 1995, (B)(6) 1997, (B)(6) 2000 and (B)(6) 2005). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) +2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In march 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal distension ("gi conditions / bloating"), alopecia ("hair loss") and nausea ("nausea"). In 2015, the patient experienced dermatitis allergic ("rash/skin condition / rash") and allergy to metals ("hypersensitivity / nickel allergy"). In 2016, the patient experienced depression ("psych injury / depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In february 2017, the patient experienced bladder prolapse ("bladder problems / bladder had dropped"). In 2017, the patient experienced leukoencephalopathy (seriousness criterion medically significant), teeth brittle ("dental problems / teeth brittle"), cold sweat ("hormonal changes / cold sweats"), vision blurred ("vision problems / blurred vision"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("bladder infection, uti and vaginal infection / yeast infection"). In (B)(6) 2018, the patient experienced migraine ("headaches / migraines / headaches"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced hidradenitis ("hidradenitis suppurativa"). On (B)(6) 2019, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and vascular stent thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), polymenorrhoea ("multiple cycles in one month"), pelvic pain ("pelvic pain/chronic pain / left side pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("itching") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with isosorbide, ondansetron (zofran), topiramate and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, ovarian cancer, genital haemorrhage, cerebrovascular accident, vascular stent thrombosis, polymenorrhoea, depression, hot flush, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection and pruritus outcome was unknown, the leukoencephalopathy, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, dermatitis allergic, allergy to metals, hidradenitis, bladder prolapse, vaginal discharge, fatigue, abdominal distension, alopecia, teeth brittle, cold sweat, migraine, nausea, vision blurred and weight increased had resolved and the female sexual dysfunction was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder prolapse, cerebrovascular accident, cold sweat, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hidradenitis, hot flush, leukoencephalopathy, menorrhagia, migraine, mood swings, nausea, ovarian cancer, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, pruritus, seizure, teeth brittle, vaginal discharge, vaginal haemorrhage, vascular stent thrombosis, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pregnancy with contraceptive device, abortion spontaneous, polymenorrhoea, ovarian cancer." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), abortion spontaneous ('a miscarriage'), pregnancy with contraceptive device ('pregnancy'), ovarian cancer ('possibly ovarian cancer'), genital haemorrhage ('general abnormal bleeding'), leukoencephalopathy ('neuro condit/problem / white brain matter disease'), cerebrovascular accident ('stroke'), seizure ('seizures') and vascular stent thrombosis ('50% blockage in stint') in a (B)(6) female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2016, recurrent abortion on (B)(6) 2016, multigravida (8) and parity 4 (date of live birth: (B)(6) 1995, (B)(6) 1997,(B)(6) 2000 and (B)(6) 2005). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("back pain / lower back pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced abdominal distension ("gi conditions / bloating"), alopecia ("hair loss") and nausea ("nausea"). In 2015, the patient experienced hypersensitivity ("rash/skin condition / rash") and allergy to metals ("hypersensitivity / nickel allergy"). In 2016, the patient experienced depression ("psych injury / depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced bladder prolapse ("bladder problems / bladder had dropped"). In 2017, the patient experienced leukoencephalopathy (seriousness criterion medically significant), teeth brittle ("dental problems / teeth brittle"), cold sweat ("hormonal changes / cold sweats"), vision blurred ("vision problems / blurred vision"), hot flush ("hot flashes") and mood swings ("mood swings"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("bladder infection, uti and vaginal infection / yeast infection"). In (B)(6) 2018, the patient experienced migraine ("headaches / migraines / headaches"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced hidradenitis ("hidradenitis suppurativa"). On (B)(6) 2019, the patient experienced cerebrovascular accident (seriousness criterion medically significant) and vascular stent thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), polymenorrhoea ("multiple cycles in one month"), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pain / left side pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pruritus ("itching") and was found to have ovarian cancer (seriousness criterion medically significant). The patient was treated with isosorbide, ondansetron (zofran), topiramate and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, polymenorrhoea, ovarian cancer, genital haemorrhage, cerebrovascular accident, vascular stent thrombosis, depression, hot flush, mood swings, vaginal haemorrhage, vulvovaginal mycotic infection and pruritus outcome was unknown, the leukoencephalopathy, seizure, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, allergy to metals, hidradenitis, bladder prolapse, vaginal discharge, fatigue, abdominal distension, alopecia, teeth brittle, cold sweat, migraine, nausea, vision blurred and weight increased had resolved and the female sexual dysfunction was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, bladder prolapse, cerebrovascular accident, cold sweat, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hidradenitis, hot flush, hypersensitivity, leukoencephalopathy, menorrhagia, migraine, mood swings, nausea, ovarian cancer, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, pruritus, seizure, teeth brittle, vaginal discharge, vaginal haemorrhage, vascular stent thrombosis, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pregnancy with contraceptive device, abortion spontaneous, polymenorrhoea, ovarian cancer" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: information of duplicate deleted case 2018-236409 was added to this case: reporter, birthdate of patient, medical history, start and stop date of essure, events we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.